Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿a water leak¿ was not confirmed. The following findings were also noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, adhesive on bending section has a chip, and several scratches and dents on the device, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to deformation on bending tube, angulation skips during angulation in up/down directions, and several scratches on the device, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope video did not come out well. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, foreign object from the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Per additional information from the customer: 1. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. 2. There was no delay in the start of precleaning. 3. The air/water nozzle was flushed with water and air. 4. It is unknown if there were any abnormalities in the accessories used for reprocessing. 5. The endoscope was not immersed in the detergent solution. 6. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. 7. The air/water nozzle was flushed with the detergent solution. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual, for gif/cf/pcf-290 series, chapter 3 preparation and inspection describes how to detect the subject event. - instructions, reprocessing manual for gif/cf/pcf-290 series, chapter 5 reprocessing of the endoscope (and related reprocessing accessories) describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.